Event description:
The (B)(6) at (B)(6) called to say they went to open a packet of simplex cement and the liquid had leaked out of the bottle and into the packaging. Another identical device was immediately available and case completed without any delays or medical intervention.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.